Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic colostomy take down with colon anastomosis, when forming the anastomosis of the colon, there were no complications found during firing or removal. The green bar was fully visible during firing. After removal of the stapler, observation of donut on the anvil side was incomplete. The surgeon had to add additional sutures to the anastomosis in order to close it, to pass leak test. It was noted that the surgical time was extended by 30 minutes or more due to the product problem.